Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2022, a 27 mm portico tavi valve was implanted using a large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure, and there were no complications during the procedure. Later on the same day, the patient experienced hemodynamic deterioration, or significant unexpected drop in blood pressure. The patient passed away on (B)(6) 2022 due to pericardial effusion. There was no sign of effusion during or directly after the procedure. According to the implanter, this death was related to the procedure but not related to the implanted device. There was no allegation of malfunction against the abbott device. The user believes that the pericardial effusion could have been caused by left ventricle wall embrittlement, which could cause a small tear in the left ventricle a few hours after the procedure. The patient's past medical history was not available. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion following the implantation of a 27mm portico tavi valve using a large flexnave delivery system was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.